Event description:
It was reported that the user experienced hyperglycemia after a full supply change, with blood glucose reaching 389 mg/dl and remaining above range for approximately four hours; no pump alarms or suspension events were found, and the site and supplies showed no leaks or air bubbles, though insulin was observed at removal suggesting poor subcutaneous absorption, and additional unbolused snacks during activity were also considered. Symptoms included elevated blood glucose without acute complications. Outcomes included no hospitalization, no professional medical intervention, and no use of back-up therapy or ketone testing, with glucose trending down by the end of the call. Investigation included technical support troubleshooting and user education focused on site assessment, supply integrity, alarm history review, and changeout guidance. Investigation of this case revealed no device alarms, no confirmed hardware malfunction, and a probable site absorption issue or underdosing related to unaccounted carbohydrate intake. It was concluded that the event involved hyperglycemia with an unclear cause, with factors including a potentially suboptimal infusion site and possible missed carbohydrate coverage. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.